Event description:
A 2.5 mm diameter x 6 mm length sprinter dilatation balloon catheter was inserted into a pt for the treatment of a proximal/ostial lad lesion. The lesion morphology was reported as non-calcified with 70-80% stenosis. It was reported that the balloon was prepped without incident. It was reported that the sprinter was at the lesion site and inflated; under fluoroscopy, it appeared that it was not inflating except for a small part at the proximal end. The inflation device was disconnected and the balloon catheter was re-prepped. The balloon was inflated successfully to 8 atmospheres. Upon an attempt to deflate the balloon, it would not deflate and remained full of contrast. The inflation device was disconnected and negative suction was pulled on the balloon. The inflation device was re-connected in the neutral position and negative suction was pulled. The contrast was removed from the balloon; however, the balloon was still inflated. Two more inflations were attempted with the balloon; both at 8 atmospheres, and the balloon would still not deflate. The inflated balloon was removed successfully. The lesion was treated with a stent. The pt is fine.

Manufacturer narrative:
(B)(4).